Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. No cosmetic damage noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 274 mg/dl. The customer stated that the up and down arrows were not responsive. He stated that he had to press on a certain spot very hard in order to garner a response. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.